Event description:
It was reported that the motors and gas spring cylinder had malfunctioned. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing, results will be submitted in a follow-up report.